Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 5 month post-operative CT imaging showed the presence of an occlusion of the right iliac limb stent graft due to the malposition of the iliac limb stent grafts within the leg of the aortic body stent graft in combination with the presence of significant infrarenal aortic angulation. A re-intervention is planned at a later date to treat the occluded limb. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
Based on the clinical assessment for this event, the reported loss of seal was determined to be unknown/undetermined due to a lack of a post operative CT. The exact position of the proximal sealing could not be confirmed but it appears to be in an area with calcifications below the intended landing zone, which likely contributed to the type ia endoleak. There were no adjunctive procedures were done at the time of implant to resolve the endoleak. There were no off-lable or cautionary product use conditions found. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).